Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. There were no patient consequences.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. As received, the device was above elective replacement indicator (eri). Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range. No anomalies were found.